Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a defective power supply unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, the evis exera ii video system center did not power on. There were no reports of patient harm associated with this event.